Event description:
Medline jp drain tube was placed during an abdominal surgery on (B)(6) 2016. Pt had x-ray images on (B)(6) 2017 showing retained drainage catheter fragment within lower abdominal/pelvic cavity.